Manufacturer narrative:
Alleged failure: insulation of the serfas probe detached.- unable to confirmed the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery (e.g. Cutter/shaver or bone), or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation was detached during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that insulation was detached during the procedure.